Event description:
Patient reported the infusion device does not provide alert properly before battery depletion on the infusion device. Patient stated the infusion device does not provide battery alert w2 (battery low) or battery depleted e2 (battery depleted) always. Patient reported that on (B)(6) 2014 he did receive a battery depleted but no warning prior to that; verified no e2 prior to (B)(6) 2014. Patient stated he has had to change the battery because the infusion device is not running. Patient reported he has had to change the battery a lot in the infusion device for about a month. Patient stated he changes it about weekly but not less than a week; is changing the battery cover. Patient reported the infusion device did not alert e2 on (B)(6) 2014; it was just off when he woke up on (B)(6) 2014. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.